Event description:
It was reported that during a surgical procedure using a reload with a powered stapler and standard adapter, the procedure was extended by 14 minutes due to difficulty retracting the knife blade after firing the reload. The reload could not be retracted, and the adapter became stuck with the load. Attempts to resolve the issue included resetting the retraction mechanism, removing and replacing the adapter in the retraction mechanism, and using manual retract tools; however, both manual retract tools split and broke during these attempts. Ultimately, the surgeon managed to release the tissue with forceps by slowly pulling it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p5h1204) sigmret, sig power sigmret manual retract tool, (lot# c4c7401x), sigmret, sig power sigmret manual retract tool, (lot# c217401x), sigphandle, sig power sigphandle handle, (serial# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached. The reload was noted to be articulated towards push. The unload switch was at the home position. Functional testing found that the blue unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 14 of 50 procedures remaining. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to a signia system with a handle running v29.6 software. The handle went into emergency retract mode but the I-beam was unable to retract. The reload was articulated towards pull. The adapter was removed from the signia system and the firing rod was advanced slightly using a manual retract tool. The blue unload switch could now be fully depressed and the reload could be removed. The adapter calibrated correctly. Damage to the firing rod, indicative of a disconnection from the reload laminates, was noted. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that difficult to retract knife blade, difficult to unload, instrument locked on tissue, the reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a uart error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the signia user manual states if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually con trolling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist t he reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.